Event description:
His manufacturer report is being sent as a requirement under summary reporting exemption approval number - (B)(4) for product code otp. Submissions for product codes pah and otn can be found under manufacturer reports numbers 3005099803-2015-00490 and 3005099803-2015-00489.